Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was sceleted for an implant. During the procedure, the device was getting deformed and appeared corba in shape . Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a non-abbott device. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, no angulations or kinks noted in the delivery system, and delivery sheath was not reported. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.